Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2008. Approximately 14 years and 1 month after the initial procedure the patient had a right knee revision on (B)(6) 2022. Patient experienced failure of implant, joint laxity, pain and joint impingement. Diagnosis: mechanical failure, polyethylene right knee the medial facet had two fractured pieces of polyethylene plastic that was removed, and upon probing, the patellar button easily disassociated from the bone. There was granulation tissue around the edges and after removing this and the cement pegs upon examination, the polyethylene bone stock was approximately 12 mm and it was not stable enough to attempt re-cementing of polyethylene button. The polyethylene was seen and showed delamination medially and laterally as well as on the post. The undersurface did not show any excessive backside wear. The patient was awoken and taken to recovery room. There were no complications. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2022-01084 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01084. G4: 510k unknown due to specific device not being reported. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, patella loosening, and fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patella loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.